Event description:
It was reported the patient underwent a right revision procedure approximately 7 years post-implantation due to unknown reasons. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2 pf cup (cat. No. Us157850, lot no. 265300), m2a magnum taper adapter (cat. No. 139256, lot no. 873570), mallory/head pf femoral stem (cat. No. 11-104109, lot no. 803250), gps platelet concentrate separation kit (cat. No. 800-1003a, lot no. 001220). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00815, 0001825034-2022-00817 and 0001825034-2022-00818.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.